Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found that the vacuum line was partially obstructed. Fse cleared the vacuum line to resolve the issue. (B)(4).

Event description:
The customer reported a contained leak of 10 milliliters unknown fluid from the cap piercer blade shower on their unicel dxc 660i synchron access clinical system. The operator wore a lab coat, gloves and eye protecting while cleaning the leak with disinfectant wipes. There were no injuries related to the incident. No patient results were affected. No erroneous results were generated.